Manufacturer narrative:
Manufacturer's investigation conclusion: the report of power and flow elevations was confirmed based on the submitted log files, however, a specific cause for the events could not conclusively be determined through this evaluation. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019. The log file captured a period of elevated powers at the end of the log file between (B)(6) 2019 09:34:20 - (B)(6) 2019 07:34:19, up to 9.0 watts. During this period, corresponding elevations in calculated flow were recorded up to 12.0 lpm. No other atypical alarms or events were captured. The actual speed remained above the low speed limit for the duration of the log file and the pump appeared to be functioning as intended. The account communicated that the patient was experiencing increased power and flow over the past two days while ldh reportedly remained at baseline levels. The account believed that the power/flow elevations were related to patient dehydration. The patient was reportedly asymptomatic and was given ivf. Additional information provided by the account indicated that the power/flow elevations were correlated to when the patient¿s oral fluids were reduced. Once oral fluids were pushed, power elevations reportedly resolved. There have been no further issues with power elevations as of (B)(6) 2019. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The heartmate ii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted on (B)(6) 2019 for hemoglobin monitoring and bleeding. The patient underwent a colonoscopy, an esophagogastroduodenoscopy (egd) and a capsule study on (B)(6) 2019. A push enteroscopy was also performed with no source of bleeding identified.